Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the celect-pt filter was reloaded from femoral to jugular introducer. During placement the filter would not release from the jugular introducer and became tilted. The filter was removed with snare. No reported adverse effects on the patient. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The pre-dilator, the introducer dilator, the outer sheath, the filter, and femoral/jugular introducers were returned. The device evaluation determined the following: on the jugular introducer the grasping hook had straightened. This combined with the filter hook being slightly opened, too, suggests the components were exposed to some manipulation during attempt to release the filter from the jugular introducer. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include an incorrect attachment of the filter to the jugular introducer during reload or excessive tension during filter release may have prevented the filter from releasing when the release mechanism was activated. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4: similar to device marketed under 510(k)/PMA: k233680 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: problem related to hook/detachment of ivc filter, snare removed.